Manufacturer narrative:
Following a review of the device history record for 06b14-9, 06b23-9 and 06b24-1 all process and test criteria has been verified as complying with the permacol finished product specification. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of product. There was no evidence to suggest any reason for potential product absorption, sterility or tensile strength concerns. In this case, the surgeon felt that the sutures were placed too close to the edge of the implants when suturing them together and this was the likely cause of the suture pull through. Tsl supply up to 20 x 50 cm size pieces in the permacol range and therefore this size could have been used by the surgeon removing the need to suture several pieces together. Product details: lot number: 06b23-9, catalog number: 101015, expiration date: 01/10/2010, device manufacture date: 01/10/2007. Lot number: 06b24-1, catalog number 151520, expiration date: 1/16/2010. Devoce , MFR date: 01/16/2007.

Event description:
It was reported that 3 pieces of permacol were sutured together and implanted during one procedure in a large case. The surgeon reported that approx one month post-operatively, the sutures had pulled through the implants and the permacol was subsequently removed. The surgeon believed that if there had been a larger piece on hand he would not have had to quilt several implants together and felt this problem would not have arisen.